Event description:
It was reported that the pacemaker device exhibited loss of capture (loc) and high capture thresholds. Upon review of the presenting electrogram (egm), technical services (ts) stated that this right ventricular (rv) lead had lost capture with spontaneous vs marked as ventricular tachycardia (vt). Futhermore, the latitude report also showed high capture threshold values greater than 2.5v. Ts recommended to have the patient seen in clinic for further evaluation and to have programming performed. This rv lead currently remains in service. No adverse patient effects were reported.